Event description:
The following info concerning the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor. "[Name removed] emailed reporting an issue found with a sipap (B)(4) that was installed in (B)(6) 2008. Complaint: the buzzer stopped working. The operation indicator and alarms are working, but they are only visual; there is no audible alarm/sound. They evaluated and suspect a malfunction of the buzzer. Since the buzzer is on the main processor board (B)(4) (not sellable), they want an estimate of what it would cost to send it in for this repair."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event was derived based on info provided by the foreign distributor. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech and the carefusion factory service rep. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty buzzer on the main processor pcba. Unrelated to the reported event the carefusion factory service rep determined that the device was overdue for a 2 year preventative maintenance (pm) service. The foreign distributor informed carefusion that they will perform the 2 year preventative maintenance (pm) service on the device once they receive the device back from carefusion. The carefusion factory service rep replaced the main processor pcba, updated the device's software to the latest revision, and performed a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the foreign distributor. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.